Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the surgeon had issues with registration. He tried tracer 4 or 5 times, and after the failure, surgeon aborted navigation. Surgeon thought his patient had a lot of loose skin, and possible that was interfering as he was tracing. This occurred preoperatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.